Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a normal follow-up, it was reported that the patient had received a shock from his device. Device interrogation indicated that the shock was due to noise on the rv lead. Other episodes of noise, and diverted shocks were also observed. The noise was replicated in the clinic. The lead was capped.